Manufacturer narrative:
The reported events of sensing noise and lead abrasion were confirmed. As received, a complete lead with an extraction tool was returned in one piece for analysis. Visual inspection identified external insulation abrasion exposing the outer coil was noted at 12.2cm to 12.3cm from the connector pin, consistent with friction to the device can, located proximal to the suture sleeve tie impression. Electrical testing did not identify any evidence of conductor fractures or internal short circuits. The cause of the reported events was attributed to the external insulation abrasion and resulting exposure of the outer coil.

Event description:
It was reported that the patient presented to the clinic. Upon device interrogation, both the right ventricular (rv) lead and the atrial lead exhibited noise oversensing. Noise oversensing on the atrial lead resulted in an inappropriate automatic mode switch (ams). The noise observed on both the rv and atrial leads was suspected to be due to lead abrasion. As a result, both leads were explanted and replaced. During the procedure, the left ventricular (lv) lead was inadvertently pulled back; therefore, the lv lead was also explanted and replaced. The patient remained stable throughout the procedure.